Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following (foreign material clogged in the nozzle): does the customer has any idea about the origin of debris? Not known can you please check if the device was reprocessed at the customer site before the device sent in the repair center? Yes, the device was reprocessed -if yes, following reprocessing steps may affect to the debris. Therefore, would you please check with the customer if below steps were done? (If no, this question is not necessary. Thank you!) A. Any malfunction of reprocessing accessories. No b. Delay of pre cleaning. No c. Delay of manual cleaning (if delayed, pre soaking is required). No d. Air / water flush during pre cleaning. Yes e. Detergent flush during manual cleaning. Yes f. Brushing / wiping of the distal end during manual cleaning. Yes the customer answered the following (adhesive on a-rubber (bending section cover) / connecting tube has foreign objects): does the customer has any idea about the origin of debris? Not known can you please check if the device was reprocessed at the customer site before the device sent in the repair center? Yes, the device was reprocessed -if yes, following reprocessing steps may affect to the debris. Therefore, would you please check with the customer if below steps were done? (If no, this question is not necessary. Thank you!) A. Any malfunction of reprocessing accessories. No b. Delay of pre cleaning? No c. Delay of manual cleaning (if delayed, pre soaking is required). No d. Wipe the surface during pre cleaning. Yes e. Wiping / brushing the surface during manual cleaning. Yes a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material clogged in the nozzle and the bending section cover/insertion section, likely remained due to insufficient reprocessing. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "-inspection of the endoscopic system -inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information provided by the customer. The instrument was clogged at air/water channel.

Event description:
The customer reported to olympus that the cleaning brush for the evis exera ii gastrointestinal videoscope could not be inserted or removed. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material and that the adhesive on the distal sheath had a foreign object. The foreign material remained in the nozzle, which could cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle and the distal sheath adhesive noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: air/water cylinder and suction cylinder had discoloration; grip was shaved; color ring had a crack; switch box, right and left knob had discoloration; forceps channel port had a dent; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained, number of max cumulative uses was reached; scope connector had a scratch; label on scope connector was damaged; electrical connector had discoloration due to water leakage; due to a scratch on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; due to deformation of nozzle, water supply volume does not meet the standard value; objective lens had a scratch; light guide lens had a scratch; connecting tube had foreign object; and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.